Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the lesion was at the mid left circumflex (lcx) and was mildly tortuous with no calcification. The lmca was engaged with a non-abbott guiding catheter. The lesion was crossed with a bmw guide wire and predilated with a 2 x 10 mm balloon. The 2.75 x 23 mm xience v stent was deployed. After deploying the stent, the physician noticed a dissection at the distal end of the stent. The physician then deployed a 3.0 x 12 mm xience v stent to cover the dissection. The physician attributed the dissection to the first stent implant. No add'l info is available.